Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in taiwan. It was reported that the ¿runaway error" occurred on the rotaflow console during startup, when ramping up the speed. The pump stopped. Restarting multiple times does not resolve the issue, and the problem occurs intermittently. No harm to any person has been reported. The reported ¿runaway error¿ could lead to a pump stop during use, therefore a report is required. Complaint ID: (B)(6).